Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery for the fixation of the acetabular cup, the drill broke during the drilling of the screw hole. It was reported that the piece of the tip side was not found. The rep was able to secure two of the lower photograph, the piece of the tip side was not found in the x-ray either. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the drill bit identified fractured and missing from the tip. The remaining cutting edges are dull and damaged. Damage is too severe for dimensional analysis. The device exhibits wear & tear that indicates repeated use of the device. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.